Event description:
Customer reported cartridge alarm 20 during the pumping process, which prevented loading a new cartridge on the pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support decided to replace the pump and advised the customer to use multiple daily injections as a backup therapy. Instructions were given for putting the existing pump in storage mode and returning it to tandem, with confirmation that the customer understood all procedures.